Manufacturer narrative:
(B)(4). D10: cat# 110010265 lot# 65871900 g7 osseoti multihole 54mm f. Cat# 010001000 lot# 7543646 g7 screw 6.5mm x 35mm. Cat# 010001000 lot# 7526780 g7 screw 6.5mm x 35mm. Cat# 010000984 lot# 7301159 g7 freedom const e1 lnr 36mm f. Cat# 802403602 lot# 3018283 constrained head 12/14. G2: foreign: country: australia. Product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 10 months post implantation of a right total hip arthroplasty, the patient was revised for septic loosening of the stem due to infection. The stem, head, liner, shell and two screws were removed during the revision. It was reported that no further information is available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. During the investigation process, a review of the sterile certifications was reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device and/or is a procedure related event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.